Event description:
On (B)(6) 2010, pt reported he noticed his down button on the infusion device was not responding when he was attempting boluses over the past 2-3 days. Pt stated the button appears to pop back up as normal. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.